Event description:
It was reported that the patient experienced a cerebral vascular accident (cva). It was reported via facebook that a patient had a watchman implanted and on an unknown date experienced a cva.